Event description:
It was reported the patient had episodes of tachycardia that fell in vt-2 and were treated with atp and shock. Vt-1 zone episode treated with atp. Episodes were considered to be likely from supraventricular in origin. Patient did not take his medications prior to the episodes. Patient has been encouraged to take medications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.